Event description:
A customer reported receiving a cgm (continuous glucose monitor) error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided the customer with instructions for a complete pump reset, and the customer planned to reset the pump at their convenience and follow up if the issue continued.